Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, a company representative reported the patient was having issues with her infusion device. Upon follow up with the patient in the same day, the patient reported experiencing elevated blood glucose. She stated she ate pizza with 2 glasses of wine and after eating she felt sick and her blood glucose measured 15.4 mmol/l (277 mg/dl). She stated that she took a "shot" of insulin and 45 minutes later her blood glucose measured 17.3 mmol/l (311 mg/dl). She stated that she took another "shot" of insulin and her blood glucose elevated to 18.8 mmol/l (338 mg/dl). Her blood glucose then lowered to 10.7 mmol/l (193 mg/dl). She ate cheese and her blood glucose elevated to 13.9 mmol/l (250 mg/dl). She changed her infusion site but elevated blood glucose persisted. At the time of the report, her blood glucose measured 10.1 mmol/l (182 mg/dl). Her target blood glucose level is 4-6 mol/l (72-90 mg/dl). The patient is french speaking and a translator was used. It was not determined if the patient was bolusing insulin through the infusion device or if she was injecting insulin via syringe. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.